Manufacturer narrative:
Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye (od) of the patient, due to disabling starbursts since day 1 post-implant. The explanted lens was replaced with a different model iol (zkb00). Follow-up confirmed at explant there was slight incision enlargement, no scleral sutures, vitrectomy was concomitantly done for an unrelated reason (i.e. Floaters). No injury. No other information was provided.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 2/26/2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half (only one half received), which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.